Event description:
Nurse was needing to draw up medication so she obtained a 3 ml syringe with needleless needle. Nurse removed syringe from package, removed needle cap, and inserted the needle into the vial. When starting to draw up, the fluid leaked around the area where the needle attaches with luer lock to the syringe. The needle was not on tight which caused the leakage. This issue happens with most of these syringes that the needle is not fully attached.